Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen rf generator, japan configuration and a strange odor occurred accompanied by a popping sound outside the case. Thereafter, the device did not start up and smoke was generated. The smoke came out of the power supply unit (psu) and the power would be not be turned on. The odor was akin to burning plastic. This occurred while the device was booting up. There were no signs of visible fire/flames. The device failed to start up. Troubleshooting regarding the issue is unknown. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 16-apr-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a ngen rf generator, japan configuration and a strange odor occurred accompanied by a popping sound outside the case. Thereafter, the device did not start up and smoke was generated. The smoke came out of the power supply unit (psu) and the power would not be turned on. The odor was akin to burning plastic. This occurred while the device was booting up. There were no signs of visible fire/flames. The device failed to start up. Troubleshooting regarding the issue is unknown. Device evaluation detail: according to the work order information, the power supply unit (psu) module was defective, so it was replaced to solve the problem. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).